Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the stim was not working. The caller was transferred to patient services. It was reported the patient¿s stimulation stopped working as her incontinence had returned. The hcp did not know if the patient¿s stimulation was on or off. It was noted the incontinence had returned on (B)(6). There were no further complications that have been reported as a result of this event.